Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that there is a piece of plastic inside the packaging. The product has not been opened.